Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent cartridges were unable to fit on the pump. Additionally, it was reported that the pump touch screen was unresponsive and became frozen on the load screen. Customer's blood glucose level was 142 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.